Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 8:30 pm. Customer reports they have not contacted their healthcare provider regarding the high blood glucose reading. Customer states emergency medical service was dispatched. Customer states current blood glucose reading was 216 mg/dl. Customer blood glucose reading at the time of the incident was 306 mg/dl. Customer was vomiting, nausea, and had abdominal pain too. The hospital name was (B)(6) , the hospital phone number was (B)(6). Customer was complaining about their high blood glucose reading and diabetic ketoacidosis. Customer cannot recall the caused the issue. Customer was in intense care unit. Customer was wearing the insulin pump while hospitalization. Customer set was pulled out so they can be treated with IV. Customer do not have set to return also did not believe the set caused anything. Customer states drive support was normal. Customer declined to check for any leaks or bubbles. Customer declined checking their setting. Product will not return for analysis.